Event description:
Medwatch uf# (B)(4) was received, a copy will be included with the report. This is 2 of 14 reports for the same event. Patient had surgery (B)(6) 2012 for orif of right ankle. The patient in the surgery received one 10-hole plate and total of 13 screws. During the surgery on (B)(6) 2012, the patient received two oblique cancellus screws that were 60mm screws. The patient reported pain to her surgeon during her office visits after the surgery and on (B)(6) 2012 the patient had MRI scan done which showed ununited medial malleolar fracture. The patient reported increased pain and surgery was planned. On (B)(6) 2012, the patient underwent surgery for arthroscopy of right ankle, chondroplasty of tibial plafond and talus and removal of deep implants from medial malleolus. Two medium malleolar screws were removed. The surgeon described during the surgery that the cortical bone on the medial malleolus itself was fully healed and he did not reapply the two removed screws as he did not think it would benefit the patient. The patient was discharged after same day surgery with no injury reported. The screws were documented as "small fragment set."

Manufacturer narrative:
Additional narrative: this screw is whole and intact. The drive is moderately damaged, with some material displacement into the countersink. There are numerous light marks on the top of the head and band. The bottom of the head is in good condition. The four threads nearest the tip have impact marks that affect profile and also have the major diameter folded back towards the head. The remainder of the shaft threads are in good condition. The tip has some light circular marks. The pertinent dimensions checked are within specifications. Because no part number nor lot number were provided, a finite evaluation could not be performed. The screw is designed for the temporary fixation of bone fragments either with the assistance of a plate or stand alone. The screws returned did not fail mechanically. Upon removal of the hardware, due to patient discomfort, the surgeon reported that the fracture appeared to have healed and did not reapply new hardware. The complaint is not hardware related. The exact circumstances that led to the patients discomfort or the manner in which the screws were actually implanted is unknown.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Additional information: date of report: (B)(4) 2012, device info: synthes two medium malleolar screws, two medium malleolar screws, returned to manufacturer on: (B)(4) 2012.